Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred during a bolus delivery. There was no impact to the customer's blood glucose level. The customer stated that the pump vent had possibly gotten wet. The customer was instructed to wipe the excess moisture from the vent and resume insulin delivery.